Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, fiber optic sensor failure occurred. The customer had tried reconnecting the fiber optic catheter without success. At the time of the call customer had already connected the central lumen and transducer system to the cardiosave iabp. The customer only had questions about zeroing the transducer. The getinge representative walked through the steps to disconnect the fiber optic connector, turn the stopcock, then zero. A good waveform was present and a bp displayed. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, fiber optic sensor failure occurred. The customer had tried reconnecting the fiber optic catheter without success. At the time of the call customer had already connected the central lumen and transducer system to the cardiosave iabp. The customer only had questions about zeroing the transducer. The getinge representative walked through the steps to disconnect the fiber optic connector, turn the stopcock, then zero. A good waveform was present and a bp displayed. There was no reported injury to the patient.